Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and a conclusive cause for the reported lock line knot could not be determined in this complaint. The reported mechanical jam was due to the knotted lock line and is due to operational context. The reported unexpected medical intervention was a result of case specific circumstance as the lock like was cut to be removed during the procedure. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report inability to remove lock line and medical intervention it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve, and the clip was placed. However, during the deployment sequence, the lock line could not be removed. Therefore, the lock line was cut and removed. The clip was tested for final arm angle and passed. The clip was then deployed and the cds was removed . It was noted that a part of the lock line that was in the cds had a knot. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.